Event description:
It was reported that there was a thermal event and sparking.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: sparks noted during case. The probable root cause is the power board due to possible user misuse. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation.

Event description:
It was reported that there was a thermal event and sparking.